Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 355 mg/dl while wearing the pod between 4 and 24 hours. The patient made a call to their doctor for advice on how to treat this. The patient saw that the cannula was dislodged from the infusion site (leg). The cannula was then found bent. The patient was advised to change the pod with a new one.